Event description:
It was reported that an increase in threshold and a decrease in sensing were observed. Lead dislodgement was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.